Manufacturer narrative:
The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Functional testing including leak testing, clear passage testing and clamp function testing were all performed with no issues noted. The reported issue was not verified. During visual inspection, a damaged patient adapter was noted. Seal surface testing was performed for functional verification of the patient adapter, and it was determined that the damaged patient adapter did not affect the functionality of the device. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the t-set kept rotating when trying to connect it to the titanium adapter. There was patient involvement, but there was no patient injury or medical intervention associated with this event. No additional information is available.